Event description:
Customer stated they experienced significant gum irritation inflammation and symptoms consistent with infection including soreness swelling and ongoing irritation. These symptoms began while using the aligners and worsened over time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.